Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge") and vaginal infection ("vag. Infect"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received: case become incident. Unspecified event: injury to herself was updated to more specific events: dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, uti, vaginal discharge, vaginal infection, device monitoring procedure not performed. Reporter added, patient demographic added, essure insertion date updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test.". The patient's concurrent conditions included sebaceous cyst and vulva cyst. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), urinary tract infection ("uti,"), vaginal discharge ("vag. Discharge") and vaginal infection ("vag. Infect"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, urinary tract infection, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6)2010. There were >3 trailing coils bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received. Reporter information, medical history and rcc were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.